Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: 325cc mentor siltex round moderate profile saline breast implant catalog: 3542650, lot: 185018. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast surgery with a 325cc mentor siltex round moderate profile saline breast implant experienced right sided deflation post procedure. The right sided deflation was confirmed by a physician. As a result, patient underwent bilateral removal and replacement with a two 375cc mentor siltex round moderate profile saline breast implants (l) catalog: 3542660, lot: 6797659, sn: (B)(4); catalog: 3542660, lot: 6797659, sn: (B)(4) on (B)(6) 2014. The same patient reported different events under manufacturer's reference number (B)(4).

Manufacturer narrative:
On 09/23/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.    Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the expiration date was erroneously submitted in explantation date filed in the 3500a supplemental report manufacturer¿s reference number: (B)(4).